Manufacturer narrative:
Investigation evaluation. Description of event: it was reported, after cesarean section delivery, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph) due to placenta previa. The bakri was placed transabdominally and the uterus was sutured. The balloon was injected with 150ml of water and found to be leaking fluid. The device was immediately replaced with no adverse effects to the patient. The device was not tested prior to use. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. 450ml of blood was lost prior to alleged device failure and an additional 50ml of blood was lost after alleged device failure. The total estimated blood loss was 550ml. No transfusions were required. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control (qc) procedures and a visual inspection of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation in two pieces. A function test could not be performed due to the state of the balloon. The balloon material was examined under magnification, and the reported pin hole could not be located. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history search identified one other event reported for a related failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The split in the returned balloon was not referenced in the customer's description of events, so it was determined to be the result of damage after device use. The complaint was confirmed. A definitive cause of the event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, after cesarean section delivery, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph) due to placenta previa. The bakri was placed transabdominally and the uterus was sutured. The balloon was injected with 150ml of water and found to be leaking fluid. The device was immediately replaced with no adverse effects to the patient. The device was not tested prior to use. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. 450ml of blood was lost prior to alleged device failure and an additional 50ml of blood was lost after alleged device failure. The total estimated blood loss was 550ml. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.